Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. Visual inspection revealed no damage to any of the wires. The wires were not frayed or broken. Failure analysis investigation found that the instrument grip cable was derailed from the yaw pulley, resulting in non-intuitive motion of the instrument. No other damage was found. Recurrence of the alleged failure mode is not expected to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Based on this additional failure analysis investigation information, this MDR report is being retracted.

Manufacturer narrative:
The instrument accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post failure analysis evaluation) or if additional information is received. On (B)(4) 2014, intuitive surgical inc. (Isi) contacted the nurse at the hospital and obtained clarification regarding the reported event. She indicated that the wire was broken/frayed. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction, if to reoccur, could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci cystectomy procedure, the wire of the prograsp forceps instrument was defected. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.